Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed, and the physician elected to place a new device system on the opposite side of the patient's body. This chronic device system remains actively implanted to be used as a back up pacer system. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed a gradual increase of pacing impedance measurements, ultimately consistently measuring greater than 2,000 ohms. The physician elected to schedule a device replacement procedure, as the device was nearing end of life (eol). To date, no adverse patient effects were reported as a result of this clinical observation.